Manufacturer narrative:
The investigation found a tear in the internal portion of the soft cannula, which resulted in a fluid leak. The internal cannula tear can be confirmed as the cause of the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. When the pod was removed from the patient's abdomen, the patient could smell insulin on the adhesive. The patient also reported a bruise, a blood blister. As treatment, a new pod was placed.

Manufacturer narrative:
Updated h3 - device evaluated by MFR? From blank to yes.